Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The potential for forward firing may exist. The glass cap exhibited severe devitrification at the output window and the metal cap had mild detritus adhered to the surface. The outer flow tubing open end exhibited minor scratch marks and mild contamination, most probably biological material. The fiber was tested in a hene laser test fixture and the aim beam was present at the output window. There were no signs of breakage along the fiber length. The connector cone, segments and tabs were secure and no defects noted. The control knob was secure, aligned with the fiber and able to rotate the fiber. Due to the glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber had forward firing. The case was finished with another fiber. There was no clinical consequences to the patient.

Event description:
It was reported that during the laser photo selective vaporization of the prostate procedure the fiber had forward firing. The case was finished with another fiber. There was no clinical consequences to the patient.